Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the card cage and the spm. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the technical service engineer (tse) to regarding that the patient side cart (psc) stopped responding. Before calling tse, the customer had rebooted the system, but the psc appeared to be disconnected from the vision side cart (vsc). Due to having the kidney on ischemia, the customer decided to convert to laparoscopic surgery and could not afford further delays. The tse reviewed the system error logs and identified a sudden communication loss between the psc and vsc. The customer needed to remove the psc away from the patient to proceed with the laparoscopic procedure, but the psc was unresponsive. Tse then guided the customer to remove the battery fuse connector (bfc) from the psc, press the emergency power off (epo) button, release it, and then power the psc back on in standalone mode. However, the psc was still not powering on. The tse instructed the customer to check the psc circuit breaker, which was confirmed to be in the "on" position, and ensure it was properly plugged in. Tse then advised the customer to press and release the epo button again. After doing so, the battery leds displayed green, yet the psc still did not respond to the power button. At one point, the power button began blinking amber/blue, but the touchpad remained completely black and did not power on. Tse instructed the customer to set the front red lever to manual position and force the universal surgical manipulator (usm) positions to enable moving the psc away from the patient. Since the instruments were not holding tissue when the issue occurred, the customer was able to remove them without requiring the system release kit (srk). The customer reported that the psc finally powered on after five minutes. The tse asked the customer to power it off and reconnect the bfc for a full system power-on sequence. However, the psc was not powering on normally, and when it did, a non-recoverable fault 252 occurred. The tse then asked the caller to swap bfcs between the psc and the surgeon side cart (ssc), but the result remained the same. A second call from the customer inquired about the actions taken on the system and its safety for use during today's 08 may 2025 procedure. Tse informed them that field service engineer had visited the operating room and, following his visit, no further errors were reported. However, the tse could not specify exactly what had been replaced, as there were concerns regarding patient safety. The system powered on normally today. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up and obtained additional information. The nurses and the surgeon were unable to provide any further details, they only recall that an instrument change was made, and the procedure continued as normal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Visual inspection shows no related issues. The spm was tested on the pca test system, which started without any errors. The batteries were charged and discharged successfully. When ac power was removed, the psc reverted to battery operation as intended. The part underwent 10 power cycles, all of which passed successfully. The system was left idling for 30 minutes without any anomalies. Root cause is attributed to a defective spm component. Upon visual inspection, no issues were found that would be related to the reported failure. The card cage was installed and tested into a golden pca system where the component functioned as expected. The system started up without any error with good image. The audio is loud and clear. Epo functionality test, passed. Ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without any error.